Event description:
It was reported that the user experienced sustained hyperglycemia, with glucose values not decreasing below 200 for a full day and a subsequent week of oscillations between high and low readings despite usual activity and diet, after which patterns returned to normal; the user suspected a transient illness and no device alerts or alarms were reported. Symptoms included hyperglycemia and intermittent low readings. Outcomes included no hospitalization or medical intervention. Investigation included attempts to contact the user for additional information and blood glucose details. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction or component issue was identified due to lack of corroborating information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.